Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited high lead impedance and an elevated threshold. It was believed that lead fracture had occured in the past. Patient underwent a successful laser lead extraction with re-implant of a new lead. The patient was stable.